Event description:
On (B)(6) 2010, this pt was implanted with three gore tag thoracic endoprosthesis to treat a chronic type b dissection. International coverage and bypass of the left common carotid left subclavian arteries was also performed. On (B)(6) 2010, an add'l procedure was performed whereby an add'l gore tag device was implanted.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs; the cause of the intervention on (B)(6) 2010 is unk.